Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the bolus wizard screen scrolled nonstop while attempting to bolus. The insulin pump alarmed button error after placing a new battery. The insulin pump's keypad was unresponsive and the customer had to frequently change the battery. Customer's blood glucose level was 228 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.